Manufacturer narrative:
Evaluation results: visual findings of the unit revealed no physical damages on the exterior housing. Evaluation of the unit found the unit has power with batteries but does not sound when nothing is connected due to moisture exposure. If the fail-safe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. Being that the unit is already more than a year and 10 months old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture file reference # (B)(4).

Event description:
(B)(6) confirmed that the alarm will not sound when it should. Green light shows (no blinking red confirmed). No gtin number provided, troubleshooting guide saved. The date the issue was discovered is unknown and no incident or serious injury was reported.